Event description:
Info received indicates the pt is having a malleable device removed and an ambicor device implanted. No details were provided regarding the original implant or the reason for the revision. Co has requested add'l info.